Manufacturer narrative:
A photo and video was provided by the customer and the complaint of medication infusing faster than expected was able to be verified. However, a full failure investigation was unable to be performed due to no product returned and a root cause could not be determined. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that primary tubing sets tubing fluids infused faster than expected. The following information was provided by the initial reporter: material no: pri tubing batch no: unknown it was reported primary tubing fluids, with rocephin, infused faster than expected. Customer: on (B)(6), flagyl was hung on patient and it infused in less than 30 minute infusion time as programmed on pump. Nurse went into room approx. 15 minutes into infusion and the bag was dry. After flagyl infusion venofer was hung. Venofer bag was also found empty prior to scheduled infusion time. The nurse returned to assess infusion found empty bag of venofer that had apparently backed up into bag of primary fluids. Picture was taken and midas report was filed for venofer infusion. At this time I cannot remember pump number but it was included in midas report (the best I can remember I believe it was pump2926 or 2629 but not positive). Bd rep: I was just made aware of a customer complaint. My neighbor is a nurse. He was telling me they had a patient incident during a piggyback infusion where the secondary bag became a free flow incident. From what I understand there was no patient harm however they had the alaris device set to 75ml/hr. And within 10 minutes the 100ml bag was completely empty. They do have a video of this but I was not shown the video. He informed me that they immediately removed the device from service and gave the device to the biomedical engineering department for evaluation.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that primary tubing sets tubing fluids infused faster than expected. The following information was provided by the initial reporter: material no: pri tubing batch no: unknown. It was reported primary tubing fluids, with rocephin, infused faster than expected. Customer: on 7/19 flagyl was hung on patient and it infused in less than 30 minute infusion time as programmed on pump. Nurse went into room approx. 15 minutes into infusion and the bag was dry. After flagyl infusion venofer was hung. Venofer bag was also found empty prior to scheduled infusion time. The nurse returned to assess infusion found empty bag of venofer that had apparently backed up into bag of primary fluids. Picture was taken and midas report was filed for venofer infusion. At this time I cannot remember pump number but it was included in midas report (the best I can remember I believe it was pump2926 or 2629 but not positive). Bd rep: I was just made aware of a customer complaint. My neighbor is a nurse. He was telling me they had a patient incident during a piggyback infusion where the secondary bag became a free flow incident. From what I understand there was no patient harm however they had the alaris device set to 75ml/hr. And within 10 minutes the 100ml bag was completely empty. They do have a video of this but I was not shown the video. He informed me that they immediately removed the device from service and gave the device to the biomedical engineering department for evaluation.